Manufacturer narrative:
This device used for treatment and not diagnosis. Part was received with minor marks surface damage from implantation and removal. Full dimensional inspection to (B)(4) requirements found no out of tolerance features. Verified "material tialb with niton gun 07", passed specifications. The investigation is ongoing.

Event description:
User facility (B)(4) was received and a copy of the report will be included with this report. This is 1 of 1 report for complaint# (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going: no conclusion can be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues. A noncompliant related rework was found to correct raw material marking. CAPA (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The nail construct was implanted in (B)(6) 2008 for a femoral fracture and it was reported that there was leakage from the incision site on-and-off for two years. There have been no other reported complaints within the year timeframe of(B)(6). (Note that invalid complaints were not considered in the total). There are numerous possibilities for infection from the or environment and it is hard to determine if the implant itself was the root cause. However, based on the low occurrence rate/complaint history for this product, the design of the device was evaluated and deemed to meet its intended use. Thus this complaint is invalid.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: (initial medwatch awareness date): the awareness date of the complaint was corrected from 05/14/2013 to 05/23/2013.

Event description:
This is 1 of 3 reports for the same event, (B)(4).